Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup battery is not activating during no external power events can be confirmed. The returned system controller serial number (B)(6) and the backup battery serial number (B)(6) (manufacture date (B)(6) 2022) were in unremarkable condition. The system controller was connected to our laboratory test equipment, and it was able to support a test pump when connected to an external power. Once the controller¿s power cables were disconnected from the external power, the pump stopped, there was no visual symbols active, the system controller screen was blank and only the hazard audio alarm was active. Further testing isolated the problem to the backup battery. A component level troubleshooting was performed, and an electrically overstressed zener diode was confirmed. Additional troubleshooting steps were performed to identify what may have caused the damaged zener diode; however, the root cause was not able to be identified. The data log files were successfully retrieved from the system controller. The event log file retrieved from the returned system controller ((B)(6)) contained data recorded from (B)(6) 2023 to (B)(6) 2023. The recorded data revealed the system maintained the set speed with no interruptions until (B)(6) 2023 when at 14:01, the controller¿s power cables were disconnected from the external power (14v batteries) and there was a complete loss of power, and the backup battery did not activate. The power cables were reconnected to 14v batteries and the system-initiated operation. The periodic log file contained events recorded from (B)(6) 2023 to (B)(6) 2023. The log file record interval was set to 1 hour. The data captured on (B)(6) 2023 suggested that there was possible no external power event around 5:54. The recorded ebb use counter increased from 6 to 14 and the next recorded timestamp was 06:54 instead of 06:34. In conclusion, the root cause for the reported event was isolated to a compromised electronic component in the backup battery. The specific mechanism that contributed to the compromised component was not able to be determined during this evaluation. The company will continue to monitor and track for similar events. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. The device history record for 11v backup battery serial number (B)(6) was reviewed, and test revealed the battery passed the receiving inspection functional test. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook and heartmate 3 instructions for use only detail the ¿common system controller alarms¿ (as the listed alarms are called in the heartmate 3 instructions for use), sufficient instructions are however available in the heartmate 3 patient handbook to allow the patient to assess when the situation is an emergency. A system controller alarming with a blank screen, and not meeting the detailed alarm, is expected to be considered as a case when ¿the system is not working right¿ and ¿a change in the how the pump is working¿, especially if the pump stops and the ¿pump running¿ symbol is black. In such cases, the patient is expected to call the hospital, as instructed in section 8 of the heartmate 3 patient handbook to receive further instructions. Likewise, clinicians have been trained to troubleshoot alarms and to have the controller exchanged to resolve most of the hazard alarms. In alarms where the is black, showing a pump stop, one of the listed actions is to have the controller exchanged. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient lost power at home and their ventricular assist device (vad) was alarming. History indicated 5 pump stops. The patient's power was disconnected to see if the backup battery kicked in and it didn¿t. The screen went black with no green circle. A self-test was performed, and no issues came up. The beginning of the log showed driveline disconnects on (B)(6) 2023. Following this, the log only captured a few low power advisories due to normal battery depletion. It was confirmed there was no controller exchange on (B)(6) 2023. The patient lost power at home and the pump was off. Vad coordinators replicated that in clinic by disconnecting power leads, and the pump stopped. Nothing was showing on the screen. The clinicians then reloaded waveforms and it indicated a pump off. The controller was exchanged, which resolved the issue. The vad coordinator tried connecting to a mobile power unit (mpu), then disconnecting from power and screen looked as it should, indicating power loss and backup battery in use. After further assessment, the alarms did not appear to be related to the driveline disconnect, despite the similarities. The data was planned to be analyzed further to determine a potential cause. Additional information stated that there were no patient impacts/adverse events related to pump stops and power loss on (B)(6) 2023. There were no further alarms after the controller exchange. The patient or medical staff did not disconnect the driveline. Related MFR: 2916596-2023-04730.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.